Event description:
On several occasions, I have reported to medtronic problems regarding their insulin pump infusion sets (cannula). Within the last month, I have returned three different quick-set cannulas that bent upon insertion. Today, I also had the cannula bend on the two different quick-sets infusions. As a result, my insulin pump could not deliver the insulin that I need for life. My blood shot above 300, which is very uncharacteristic of my tightly controlled diabetes treatment plan. The quality of medtronic¿s products have suffered and I am not the only one who has complained to FDA from experiencing similar issues. If medtronic is unable to produce reliable and quality products to provide a life necessitating drug insulin then they should not be certified to manufacture and market these devices to patients. You have a responsibility to investigate any changes to the composite materials and any changes that may affect their manufacturing processes.